Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
A report was received that two of the patient¿s batteries were not charging and were provided a red light. This occurred even under normal temperature conditions in the environment. The site tried testing the batteries on different ports of the battery charger with the same results. The batteries were exchanged with no reported patient consequence. The devices were returned and a preliminary analysis of one of the batteries revealed a cell failure.

Manufacturer narrative:
Product event summary: it was reported that both batteries were not charging and providing a red light. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the device passed visual inspection and functional testing. Failure analysis of the (B)(4) revealed that the device passed visual examination. Functional testing indicates that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault detected by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. Based on the available information, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.